Manufacturer narrative:
(B)(4). Method: the complaint rt340 dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was pressure tested and subsequently submerged in a water bath to identify the source of the leak. Results: pressure test revealed that the returned circuit exhibited leak and was out of specification. The water bath test showed that the leak was through the distal connector on the inspiratory limb. Conclusion: we were unable to determine the cause of the observed leak. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the observed leak only developed after the breathing circuit was released for distribution. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Check all connections are tight before use." "Set appropriate ventilator alarms." The hospital staff correctly checked the circuit prior to patient use. This is in line with our user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt340 adult dual-heated evaqua breathing circuit failed the leak test on a puritan bennett 840 and t-bird ventilators prior to patient use.